Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03642. It was reported that during a carotid artery stenting treatment procedure, the patient experienced transitory vasospasm and bradycardia. The index procedure treated the 80% stenosed, 4x0.6mm target lesion located in the ostium of the left internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. During the procedure the patient experienced transitory vasospasm and bradycardia. No action was taken for the vasospasm. The patient was treated with medication for the bradycardia and the event resolved without residual effects the same day. The patient was discharged 1 day post the index procedure. Per the physician, the event of vasospasm was listed as "possibly related" to the filterwire ez and the event of bradycardia was listed as "possibly related" to the carotid wallstent.

Event description:
Customer reportedly received result of 5.4 mmol/l on the aviva nano system and 2.8 mmol/l on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).